Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report endocarditis and recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1-2. On and un-specified date in (B)(6) 2018, the patient returned for a follow up visit. Echocardiogram was performed, which found that the mr had increased to 4 due to endocarditis. The implanted clip was confirmed to be secure on both leaflets. Medication was given for endocarditis. On (B)(6) 2018, a second mitraclip procedure was performed. One clip was implanted, reducing mr to 2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported endocarditis cannot be determined. The reported mitral regurgitation (mr) however, was determined to be due to the endocarditis. The physician deemed the endocarditis to be unrelated to the device. It should be noted that the reported patient effects of endocarditis and worsening mr, are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of endocarditis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.